Manufacturer narrative:
Results: a review of the device history revealed no related quality notifications. The returned sample was drawn and evaluated for stopper pull out. The tubes did not test out of specification for draw. There was no stopper pull out identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that for the 13 x 100 mm 6.0 ml bd vacutainer® plus plastic tube serum tube, the stopper was more difficult to pierce and this led to stopper pull out when removing collection device. No serious injury, and no medical intervention. No mucous membrane exposure reported.

Manufacturer narrative:
Correction added to the following fields: MDR owndership tab-crs# (B)(4). B-tab:date of event: (B)(6) 2016.